Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred with multiple cartridges after the user filled the cartridges with 150-300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer¿s blood glucose level was 200 mg/dl.